Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was torn sheath on the battery cable where the wires were exposed. The battery was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed a tear in the outer sheath of the battery cable which led to exposed wires. As a result, the reported event was confirmed. The damage that was observed did not affect the functionality of the device. Based on the available information, the most likely root cause of the reported event can be attributed to wear and/or handling of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed a tear in the outer sheath of the battery cable which led to exposed wires. As a result, the reported event was confirmed. The damage that was observed did not affect the functionality of the device. Based on the available information, the most likely root cause of the reported event can be attributed to wear and/or handling of the device. If information is provided in the future, a supplemental report will be issued.